Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what the patient was originally treated for. The devices were implanted. The first was implanted on (B)(6) 2005. The second device was implanted on (B)(6) 2006. American medical systems' monarc device was also implanted during this second procedure. The complaint via the attorney was that the patient suffered an unspecified injury. It is not known when the event occurred. It is not known what the patient's current condition is. No information has been confirmed by a health care professional.

Manufacturer narrative:
Two devices were implanted on two separate dates, ((B)(6) 2005 and (B)(6) 2006). The part number for one device was (B)(4). The lot number for that device was 0508003. It is not known if two devices from the same lot were implanted on the separate dates. The device history record for the one lot number that was provided was reviewed and everything was in order.